Manufacturer narrative:
Technician replaced the left hand and right hand user control module cable assembly and the user control module power control board the resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the bed had no head up or down functions.